Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain ¿ back.') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding).") And thrombosis ("blood clots."). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the back pain, menorrhagia and thrombosis outcome was unknown. The reporter considered back pain, menorrhagia and thrombosis to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added: pain ¿ back, menorrhagia, blood clots. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain/ chronic pelvic pain') and back pain ('pain ¿ back.') In an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation and hydatid cyst (the patient had a normal. Appearing female pelvic anatomy with the exception of a right sided hydatid cyst that was approximately 2·3cm in size and completely benign appearing, this was removed with the salpingectomy.). Concomitant products included paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and migraine ("migraine/headache"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and thrombosis ("blood clots"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, dysmenorrhoea, thrombosis, alopecia, fatigue, migraine and nausea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2013, (B)(6) 2014, (B)(6) 2014. Lot number: b71760 manufacturing date: 2013-09 expiration date: 2016-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain/ chronic pelvic pain') and back pain ('pain ¿ back.') In an adult female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation and hydatid cyst (the patient had a normal. Appearing female pelvic anatomy with the exception of a right sided hydatid cyst that was approximately 2·3cm in size and completely benign appearing, this was removed with the salpingectomy.). Concomitant products included paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and migraine ("migraine/headache"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and thrombosis ("blood clots"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the back pain, dysmenorrhoea, thrombosis, alopecia, fatigue, migraine and nausea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2013, (B)(6) 2014, (B)(6) 2014. Most recent follow-up information incorporated above includes: on 25-nov-2020: pfs and mr received: events: vaginal hemorrhage, dysmenorrhea, pelvic pain, hair loss, fatigue, migraine/headache, nausea were added. Outcome and onset date of event: menorrhagia, lot number, medical history, removal date, reporter information, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.